Event description:
This complaint is raised with minimum information. Stryker sales representative reported a fractured size 32 alumina ceramic head requiring revision surgery at (B)(6)hospital. It was further reported that the initial surgery was done at the (B)(6) in 2003.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.